Event description:
It was reported that the right ventricular (rv) lead used in the cardiac resynchronization therapy-defibrillator (crt-d) system showed an increase in the (rv) pace-sense segment and short interval counts (sic.) The patient was therefore scheduled for a lead revision. Following extraction of the lead, a new rv lead could not be placed because of a total occlusion of the vena subclavia. Therefore a ddd pacemaker was implanted with left ventricular (lv) only ddd stimulation. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead used in the cardiac resynchronization therapy-defibrillator (crt-d) system showed an increase in impedance in the (rv) pace-sense segment and a high number of short interval counts (sic). The patient was therefore scheduled for a lead revision. Following extraction of the lead, a new rv lead could not be placed because of a total occlusion of the vena subclavia. Therefore a ddd pacemaker was implanted with left ventricular (lv) only ddd stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4). The full lead in segments was returned and analyzed. The distal conductor was fractured, defibrillation conductor distorted and sever conductors had blood/body fluid (not obstructed.) The inner and outer tubing kinked/buckled. The outer tubing overlay melted, had cosmetic environmental stress cracking (esc), and was breached cut. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.